Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with bumper tip profile. The stent struts on the three most proximal rows were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16-april-2015. It was reported that crossing difficulties were encountered.  The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 16x2.25mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the proximal portion of the lesion due to severe tortuousity. The device was removed and the procedure was completed with dilation of a balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.